Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported an error code indicating machine and proximal pressure sensor failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported sensor failure issue. The technician judged that the cable connecting the da (data acquisition) board with the mc (motor controller) board was loose. The manufacturer¿s international service technician reconnected the cable between the da board and mc board to address the reported problem. The device returned to full functionally.